Event description:
It was reported that the pump gave wrong debit. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual test was performed, and a bubbled dso seal was found. The customer's issue was not replicated. A preventive service and secondary repairs were performed. The dso seal was replaced to address the issue. The pump was tested for flow accuracy and passed. The service history review had no indication that the complaint was related to a service of the device within the review period.